Event description:
Maceration: patient called clinical support hotline complaining that due to previous leaks at dressing (without device alarming at that time), exudate previously leaked out of soft f/port dressing onto intact, periwound skin. Also, patient said paper from transparent dressing had remained on her intact, peri-wound skin. Patient said that as a result, she has developed skin maceration and sores. No skin prep had been applied. Also, nurse¿s dressing technique is in question according to s&n clinical guidelines. Product complaint being filed regarding device not alarming and transparent dressing leaving paper. I walked patient through a dressing change per s&n clinical guidelines. Leak alarm started. Leak was determined to be at device side. Patient found hairline crack in canister. I guided patient through a new canister change but leak alarm did not resolve. Checked qc connector which was properly connected, o-ring at qc connector which was intact and in proper place and drain exit at canister which was not loose. Also checked o-ring at device which was not chipped or broken. No cracks or breaches were seen at device.

Manufacturer narrative:
Smith & nephew received the above named product reported as a field complaint for maceration. The reported complaint relates to multiple sources of leak as an adverse event. The pump serial number was not provided. Given the unknown serial number, neither the device history record nor service reports can be researched. There are no documented returns a pump linked to the complaint number. The associated go canister (for soft port) capacity is not established, as no lot number is included in complaint report. The associated renasys soft port kit lot number is also not included in the complaint report. This complaint involves an adverse event for maceration and sores allegedly from system leaks: noted leak at soft port dressing side and reported leak from cracked go canister. In the latter case, a leak alarm detected at go pump. The complaint is inconclusive for pump malfunction as the pump could not be evaluated; however, the description indicates that the pump alarmed to cracked canister. The event has no assignable potential root cause other than difficult wound location with anatomical contours challenging to adhesion of flat drapes and noted cracked canister. Cracked canisters are occasionally found in use, likely damaged in handling/storage once removed from protective shipper containers. The unavailability of device makes it the investigation effort inconclusive for device malfunction. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.